Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed. No batch review was performed, since the lot number was unknown. The sample evaluation did not identify a root cause. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that a leak was noticed coming from the twist clamp. There was patient involvement. No injury or medical intervention was reported.